Manufacturer narrative:
The lead was not returned to saluda. The root cause of the reported event cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include hematoma at surgery sites and temporary or persistent post-surgical pain at hardware implantation sites as well as weakness, clumsiness, numbness, abnormal sensations or pain.¿ the manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with a trial evoke spinal cord stimulation (scs) system reported severe pain and impaired mobility a day after the trial implant procedure. Evaluation in the emergency department identified a hematoma. The trial leads were removed, and the patient was hospitalized. A magnetic resonance imaging (MRI) and computed tomography (CT) scans were performed. The physician did not observe any factors during the procedure that could have contributed to the reported event, and a dural puncture was not suspected. The reported event persisted following the removal of trial leads.